Event description:
The user facility reported their kolbel retractor broke during a patient procedure. No procedure delay or injury reported.

Manufacturer narrative:
The kolbel-type retractor blade will be returned to steris for further evaluation. Our investigation is in process. A follow-up MDR will be submitted when additional information becomes available.

Manufacturer narrative:
The kolbel-type retractor blade, subject of the reported event was returned for evaluation. The results of the evaluation were inconclusive; no specific root cause could be determined. The device history record (DHR) for the subject unit was reviewed and no abnormalities were noted. A complaint review was performed and confirmed this to be the only complaint for this lot. Per the v. Mueller products and services general surgical instrument cleaning and sterilization guide "prior to use, inspect devices to ensure proper function and condition. Do not use devices if they do not satisfactorily perform their intended function or if they have physical damage." The user facility was counseled on the importance of inspecting the device prior to each use. The user facility was provided a replacement retractor blade. No additional issues have been reported.